Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: crinkling of epicardial defibrillator patches a common and serious problem. The journal of thoracic and cardiovascular surgery. 1995. 110:258-64. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding epicardial defibrillator patches. The authors described patient deaths within six weeks of the implant of an epicardial defibrillator patch implantable cardioverter defibrillator (ICD) system due to heart failure. Other complicating factors in these patients were renal failure, respiratory insufficiency, myocardial damage, and inability to be weaned off the respirator after general anesthesia. There were other deaths in the follow up period which were considered as late deaths, and the causes of death were failure of the defibrillator system and other unknown causes. There were patients who experienced infections or constrictive pericarditis which required system removal, severe mitral regurgitation, hematomas, bleeding, wound dehiscence, cardiac pain, and pulmonary embolism. Other complications included defibrillation patches which exhibited crinkling with deformity and discovered that stitches had pulled through the patch material itself and increases in thresholds. Patients underwent removals and replacements due to the complications. The status of the devices and patches is unknown. No additional adverse patient effects or product performance issues were reported.